Event description:
It was reported that, while playing soccer, the pump touch screen became cracked and unresponsive. Customer¿s blood glucose was 150 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.